Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (lot#n460443) 250mcg/ml and dilaudid 15mg/ml via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. Additional patient medications included gilenya, xanax, levothyroxine, simvastatin, zoloft, folic acid, neurontin, spironolactone, lasix, sodium, pilocarpine, klor-con, norco, flexeril, and baclofen. On an unknown date the patient was transferred from a stretcher to a bed and in the process her pump was moved from her buttock area to her hip. The pump was currently implanted posterior. As of (B)(6) 2016 the patient did not feel like she was getting her medication. The onset of the symptoms was sudden. An x-ray was taken and they were waiting to have it read. The patient also wanted the pump read. It was indicated that there were currently no active, audible pump alarms. The situation was being addressed by the hcp. On 2016-02-15 additional information indicated that the start date for both drugs was reported as 7 years ago and therapy was ongoing. The patient's medical history included fbss (failed back surgery syndrome), ddd - ls (degenerative disc disease lumbar spine), ls (lumbar spine) radiculopathy, mechanical (lbp) low back pain, ms (multiple sclerosis). The patient was in the hospital and an x-ray was taken of the pump. The pain management team was monitoring and managing. In follow-up the x-ray results and the interventions were requested but were not provided.